Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller wanted to get a number for patient services for the patient to call in. The caller was not with the patient. Their internal battery would not charge. Technical services provided the patient services phone number. It was unknown when the issue began. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that the cause of the coupling/recharging issues was due to their stimulator being stuck on an icon so they couldn¿t get it off. The patient unscrewed the back as requested and reset it but the issue was not resolved. The patient noted that they first experienced the inability to charge on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient stated that they have had issues with coupling and recharging since implant, so they use the antenna locate (al) to find good coupling; the patient said they can only get 4 or possibly 6. The patient noted that they think the battery may be too deep, as it is hard to find. Patient services (ps) recommended only using the al when walking through it over the phone and reviewed general troubleshooting for coupling. Ps also recommended discussing implant depth/area with their healthcare professional to assess further if necessary. No symptoms were reported. No further complications were reported/anticipated.